Manufacturer narrative:
No patient complication were reported. The dr did inspects the catheter before prepping it. And no anomalies noted. Device was flushed as part of the prep using the fluid dock. Device evaluation in progress. A follow up report will be submitted when evaluation is complete.

Event description:
It was reported to bsc that, "they were a half hour into the (transeptal procedure for afib) case when the device stopped working. They pulled it back and did not use it for the remainder of the case; (at the end of the procedure) upon removal, they noticed that blood had egressed and made it up to the proximal hub. The hub had filled with blood."

Manufacturer narrative:
The returned device was evaluated and the failure was confirmed via visual examination. Photos were taken of the hub and the catheter shaft. A slit was observed in the imaging window 1.0cm from the distal tip end. The lost image complaint is not confirmed as the catheter was able to image properly during testing. The hub leaked (blood leaking into the hub) complaint is confirmed based on the blood within the hub when the device was returned. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints based on the ar codes were found in this lot. A cause of undeterminable was assigned to the hub leaked (blood leaking into the hub) complaint which was caused by the observed slit in the sheath assembly. The definitive cause of the slit in the sheath cannot be determined with the available information. The slit was not noted by the physician prior to use.

Event description:
It was reported to bsc that, "they were a half hour into the (transeptal procedure for afib) case when the device stopped working. They pulled it back and did not use it for the remainder of the case; (at the end of the procedure) upon removal, they noticed that blood had egressed and made it up to the proximal hub. The hub had filled with blood."